Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon burst occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified posterior tibial artery. A 6.0 x 40, 75cm mustang balloon was advanced for dilation. However, during second inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital e1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 7mm distal from the proximal markerband, which confirms the event. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified posterior tibial artery. A 6.0 x 40, 75cm mustang balloon was advanced for dilation. However, during second inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.